Manufacturer narrative:
Changed from a complaint to instrument failure. The items listed were not returned therefore the complaint could not be confirmed. The product feedback form notes that the trials will be returned when new ones arrive. This event occurred during surgery near the patient. There was not another suitable device available. The incident did cause a 40 minute delay in surgery. A significant adverse event was reported; however, the surgery was completed as intended. The instrument was inspected prior to surgery and was found to be acceptable. A review of the device history record (DHR)'s, of lots produced to date, revealed no discrepancies or issues with the manufacturing history of the parts. All parts conformed to design and manufacturing specifications at the time of manufacture. No ncmr's were associated with the parts. The summary of complaints is as follows: 1- functional and 2- fit. The root cause is that the placement of the pegged glenoid trial can lead to a rocking action.

Event description:
Instrument failure - per the upper extremity team: the glenoid trial tolerance is tight and creates "rocking" in vivio. The surgeon rereamed and re-drilled the pegs with the same "rocking" effect.

Event description:
Complaint - per the upper extremity team: the glenoid trial tolerance is tight and creates "rocking" in vivio. The surgeon re-reamed and re-drilled the pegs with the same "rocking" effect.